Event description:
Caller states that the patient read 5.6 inr on the device while a lab drawn at the same time returned as 2.64 inr. No action was taken based on device results. No adverse event reported. Caller states that the strips are unavailable for return.